Manufacturer narrative:
At the time of this report the device has not been returned to verathon for evaluation, however the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer report that during a patient procedure, using a glidescope avl monitor and glidescope avl video baton 3-4, the image would disappear. A second glidescope gvl system was used to complete the procedure, causing a delay of approximately 30 minutes while preparing the second device. No harm to patient or user was reported.